Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that they were using their string trimmer the past weekend and had a lump in their throat and pain in their chest. The patient later reported that they felt a "thumping" in their chest. Per the patient, the physician told them their symptoms were due to a possible lead dislodgement. The physician turned the lead off; however, the patient continued to feel the "thumping" pains, felt like they were going to pass out, and was losing weight. Follow-up with the clinic indicated that the left ventricular (lv) lead had diaphragmatic stimulation. No additional performance issues were noted. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.